Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stacked multiple boluses resulting in a blood glucose (bg) level of 39 mg/dl. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.